Event description:
Patient reported ¿periprosthetic fluid (seroma). Patient additionally reported ¿intense pain¿, ¿ ¿intense, frequent, and refractory headaches to usual medications¿, ¿headaches intensified severely, becoming incapacitating, accompanied by intense photophobia¿, ¿nausea¿, ¿numbness in the lower limbs.¿, ¿liver overload¿, ¿drug-induced hepatitis¿, ¿migraines¿, ¿joint pain¿, ¿constant tinnitus¿, ¿diffuse body pain¿, ¿fatigue¿, ¿marked hair loss¿, ¿autoimmune/inflammatory syndrome induced by adjuvants (asia), silicone disease¿. ¿five months after explant: no longer have tinnitus, diffuse pain, recurrent joint pain, fatigue, hair loss, or the symptoms previously mistaken for fibromyalgia, showing substantial improvement in my overall state of health after the explant¿. Healthcare professional later reported ¿headache¿, ¿vomiting and fecal incontinence¿, ¿radial folds¿, ¿small amount of peri-implant fluid bilaterally (seroma).¿, ¿scattered cysts measuring up to 1.4 cm¿; these events are not device related. Healthcare professional later reported ¿body pain¿, ¿headache¿, ¿malaise¿, ¿intensification of migraine-type headache, requiring hospital admission¿, ¿hepatic changes¿, ¿increased fatigue¿, ¿the appearance of intense and diffuse body pain¿, ¿joint pain with mixed characteristics (mechanical and inflammatory)¿, ¿mood and sleep disturbances¿, ¿hair loss¿, ¿possibility of autoimmune diseases ¿ which was ruled out, and [they] were diagnosed with fibromyalgia¿, ¿possibility of gel bleeding¿, ¿silicone disease¿; these events are not device related. Patient was prescribed venlafaxine, naproxen, naratriptan, topiramate. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.